Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 977c165, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 13-dec-2023, UDI#: (B)(4) ; product ID: 977c165, serial/lot #: unknown, ubd: 13-dec-2023. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported high impedances during the implantation of the lead. It was noted that it was possibly due to layer of fat between the lead and the spine. During the procedure, when they tested the integrity of the lead with the external stimulator, they had high impedances (between 7000 and 8000 ohms). They decided to change the testing cable but had the same impedances. Also, the same when they changed the external stimulator. They tested directly the lead (without the extensions) and we had the same results. They decided with the physician to change the lead. When testing the new lead, they had the same impedances. Tested the new lead in saline solution and the impedances was good 300 oms so the physician implanted again the new lead and when they tested the impedances, they decreased between 3000 and 4000 ohms. The physician decided to leave the lead at this position. No further complications were reported or anticipated.